Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that the patient underwent a revision procedure for a standard flex stem, tray, and poly due to instability. Severe bone resorption of the greater tuberosity and lateral humeral bone stock caused the surgeon to remove the standard flex stem and implant a revive stem and add a thicker, retentive poly to increase stability.